Manufacturer narrative:
The referenced report of the patient being found unresponsive with the pump off is reported under medwatch MFR report # 2916596-2018-00763. (B)(4). Approximate age of device - 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was taken to the emergency department (ed) when found unresponsive with the lvad power sources depleted and the pump off. An echocardiogram performed on (B)(6) 2018 revealed moderate aortic insufficiency (ai), tricuspid regurgitation (tr) and mild mitral regurgitation (mr). The patients left ventricle measured 7.4 cm and the right ventricle measured 4.7 cm. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.